Event description:
Customer reported having issues with the insulin pump. Customer states alarm occurred during the rewind/prime sequence process. The blood glucose reading is 141 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no error alarms noted. The insulin pump passed the self test and the error test. However, the device was received with an error alarm in the history file due to corrupted history file. The unit had cracked battery tube threads and cracked reservoir tube lip.